Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the manifold valve was sticking. Additional malfunctions were the heat exchanger was leaking and the sieve beds were leaking.